Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this pacemaker experienced pneumothorax immediately post implant. The patient was admitted into the hospital for a week. Additionally, the patient reported that her heart started racing and was placed on medication to normalize her arrhythmia. In march of 2021, the patients left arm started swelling. Boston scientific technical services recommended that the patient contact their physician. No additional adverse patient effects were reported. This device remains in service.